Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low, out-of-range shock impedance measurement which was detected through the remote monitoring system. Additional information was received indicating that shock impedance was chronically low for this patient. The physician was able to check the device and was going to follow on this patient normally. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.